Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent graft placement procedure using the covera vascular covered stent. During the procedure, the stent being used folded on itself. Another covera was needed to open up the crushed covera. There was no reported patient injury.

Event description:
On (B)(6) 2025. A patient underwent a stent graft placement procedure using the covera vascular covered stent. During the procedure, the stent being used folded on itself. It was further reported that the patient had thrombosis. The procedure was completed by using another device. However, the current status of patient is unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned, and the stent remains implanted. Two pdf files with one x-ray image each were provided. The first pdf file is labeled with (B)(6) 2025. This image is showing an angiogram of the left upper arm with a placed stent. Even though the quality of the image is low, it is assessed that two stent were placed inside the other, respectively overlapping. Based on the image, blood flow within the stents is impaired. The other pdf is labeled with (B)(6) 2025. No deformation of the placed stents could be identified, no insufficient expansion and no crushed segments could be verified. Limited information was provided by the customer. Based on x-ray images provided, an indication for a device related issue causing the stent to collapse could not be determined. Based on information available and evaluation of the provided images, the investigation is closed with inconclusive result. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instruction for use states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for covered stent deployment were found to be described in the instruction for use. Regarding selection of the correct size of the covered stent the instruction for use states: special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter. B5, g3, d4 (medical device lot number, unique identifier (UDI) #), h1, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent graft placement procedure using the covera vascular covered stent. During the procedure, the stent being used folded on itself. Another covera was needed to open up the crushed covera. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: no specific lot was provided, therefore, no DHR-review could be performed. Investigation summary: the delivery system or the stent were not returned for evaluation. X-rays were not provided. The lot number of the placed stent is unknown; therefore, lot history records could not be reviewed. Based on information available, the investigation is closed with inconclusive result. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instructions for use (IFU) states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for covered stent deployment were found to be described in the IFU. Regarding selection of the correct size of the covered stent the IFU states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." G3, h6 (patient, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.